Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that after thr procedure, patient was examined under exploratory hip surgery to remove heterotopic ossification in january of this year. The surgery was not extended into the hip capsule and no implants were exchanged. On june 15th hip revision was performed for acute trochanteric bursitis, inflammation of the tissue and possible infection. The head and liner were exchanged. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes are but not limited to traumatic injury, joint tightness, material in use, surface finish selection, patient allergy, patient reaction, and loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that after thr procedure, patient was examined under exploratory hip surgery to remove heterotopic ossification in january of this year. The surgery was not extended into the hip capsule and no implants were exchanged. On june 15th hip revision was performed for acute trochanteric bursitis, inflammation of the tissue and possible infection. The head and liner were exchanged. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes are but not limited to traumatic injury, joint tightness, material in use, surface finish selection, patient allergy, patient reaction, and loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after thr procedure, patient was examined under exploratory hip surgery to remove heterotopic ossification in january of this year. The surgery was not extended into the hip capsule and no implants were exchanged. On (B)(6), hip revision was performed for acute trochanteric bursitis. Inflammation of the tissue continuing down to the implant was found. A possible infection is suspected. Head and liner were exchanged, including debridement procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.